Event description:
During the procedure doctor noticed the ligasure was malfunctioning, 2 attempted seals failed because of the misaligned blades and the trigger handle was very stiff and not engaging.